Manufacturer narrative:
H3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic bent and deformed. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -08.00 diopter , implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to excessive vault. Per the reporter on (B)(6) 2019, "there are no plans to implant another lens." Cause of the event is reported as unknown.